Manufacturer narrative:
Customer inquiry only; no evaluation requested/needed.

Event description:
It was reported that the user felt the IV pole had a "square, sharp design" which was causing damage to IV bags. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
No evaluation requested at this time, and no defect found.

Event description:
It was reported that the user felt the IV pole had a "square, sharp design" which was causing damage to IV bags. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. No defect was found.